Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the upper abdomen on (B)(6) 2017 using a cooladvantage, coolcore applicator, to the upper back flanks on (B)(6) 2017 using a cooladvantage, coolcurve+ applicator, and to the lower abdomen on (B)(6) 2017 using a cooladvantage+, coolcore applicator. The patient experienced frequent lightheadedness during treatment on (B)(6) 2017. The patient was also treated with coolsculpting to the upper abdomen on (B)(6) 2018 using a cooladvatage, coolcore applicator, to the upper back flanks on (B)(6) 2018 using a cooladvantage, coolcurve+ applicator, and to the lower abdomen on (B)(6) 2018 using a cooladvantage+, coolcore applicator. On (B)(6) 2018, the patient did not want to proceed with coolmini treatment as she was not happy with her results thus far and noticed the back upper flanks felt firm and dense. The patient was diagnosed with paradoxical hyperplasia on the posterior flanks on (B)(6) 2018.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the upper abdomen on (B)(6) 2017 using a cooladvantage, coolcore applicator, to the upper back flanks on (B)(6) 2017 using a cooladvantage, coolcurve+ applicator, and to the lower abdomen on (B)(6) 2017 using a cooladvantage+, coolcore applicator. The patient experienced frequent lightheadedness during treatment on (B)(6) 2017. The patient was also treated with coolsculpting to the upper abdomen on (B)(6) 2018 using a cooladvatage, coolcore applicator, to the upper back flanks on (B)(6) 2018 using a cooladvantage, coolcurve+ applicator, and to the lower abdomen on (B)(6) 2018 using a cooladvantage+, coolcore applicator. On (B)(6) 2018, the patient did not want to proceed with coolmini treatment as she was not happy with her results thus far and noticed the back upper flanks felt firm and dense. The patient was diagnosed with paradoxical hyperplasia on the posterior flanks on (B)(6) 2018.